Event description:
It was reported that the connection between the holder one use jpn and eclipse needle came loose before the blood collection. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: usually, customer connects eclipse with the holder beforehand in preparation for blood collection; however, the connection gets loose over a few hours for some products. Customer experienced the same incident 1 year ago. This past incident could have been attributed to overcoating. The cause of this incident could be the same.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-09. H.6. Investigation summary: bd received 7 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for inability to attach with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connection between the holder one use jpn and eclipse needle came loose before the blood collection. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: usually, customer connects eclipse with the holder beforehand in preparation for blood collection; however, the connection gets loose over a few hours for some products. Customer experienced the same incident 1 year ago. This past incident could have been attributed to overcoating. The cause of this incident could be the same.